Event description:
The blue mold is breaking off.

Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. No add'l info is given by the consumer. No lot code was given and the device was not returned to manufacturer, so an evaluation cannot be performed as to the root cause. There is no serious injury and no medical attention was reported to have been sought. This incident is being reported as a separation type of malfunction that could possibly lead to serious injury. The consumer cannot choke on the device because the configuration of the material will not lead to sealing off the airways. However, if a separated part of the device passes beyond the pharyngeal arch, medical intervention may be necessary to retrieve the material.